Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-79341. (B)(4).

Event description:
Customer's mother reported that the customer was hospitalized on (B)(6) 2015. The customer was experiencing back pain. Blood glucose value was 300 mg/dl. It was stated that they had a keypad issue while being in the hospital and the device was replaced. Customer's mother stated that since the customer was, her blood glucose has level has been higher than usual in the 300 range. They will monitor the replacement insulin and call back if issue continues.